Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient began experiencing pain and swelling in abdomen about a year after implantation. She has been to the doctor, but they have not been able to determine if the patch is causing her problems.